Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source experienced intermittent loss of image on the monitor. Fluid invasion was suspected. The issue was identified during a diagnostic colonoscopy procedure. There was no patient harm.